Event description:
Infusion was started around 2 am on 3/19; at 4 am rn found bag empty. Infusion was hydromorphone, 1 mg/ml in a 100ml bag. The entire bag infused in 2 hours, not the 12 hours it was intended to run as it was supposed to be programmed at 8ml/hr. Pt was opiate tolerant on large doses of multiple narcotics, and there was no effect on the patient; no narcotic reversal agent was administered. Bag was in a "clamshell" type of security device that would not necessarily prevent diversion but is designed to make it difficult to get to the volume; customer ruled out possibility of diversion. Event logs from the pcu were reviewed by cardinal. There were three lvps attached to the pcu at the time of the event. One was infusing at a rate of 100 ml/hr, one was infusing a primary at a rate of 40 ml/hr. Two hours before the time in question a rate of 8 ml/hr and a vtbi of 100 ml were programmed into the third pump, and 2 hours later this pump was selected, the secondary infusion option was activated, the secondary infusion rate was selected as 100 ml /hr and the vtbi at 102 ml. It is believed that a secondary infusion program meant for the second pump was programmed into the third pump; based on this log review the cause for the reported over infusion is believed to be user programming error.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.